Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross connect laac was selected for use. After obtaining access, a intracardiac echocardiography (ice) catheter was inserted in right groin. The versacross connect was inserted in the watchman trusteer sheath and physician began clearing appendage and waiting on heparin before going transeptal. The physician had issues visualizing with ice and eventually got the imaging to go transeptal and completed the case. After the procedure while evaluating for effusion a new effusion was observed which was monitored for thirty minutes. It did not grow in size, and patient went to recovery. Shortly after the patient was brought back in for pericardiocentesis after they went into tamponade. Dull venous blood during tap, 400ml removed before they left room. Once patient was stable at this point and returned for observation with a drain in place. The physician later notified that the patient had just got out of surgery, they had found a perforation in the superior vena cava (svc) that was repaired and patient is expected to recover. The patient was hospitalized after the surgery. The current status of the patient was not disclosed. The device is not expected to be returned for analysis (disposed).